Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. No cosmetic damage.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin motor error. Customer's mother was advised to discontinue use of the device. Customer's blood glucose was unknown. No further information reported.